Event description:
It was reported that outside of surgery arcing was noted on the cord of the unit. No patient involvement was noted as a result no delay or harm exist. Diligence is in process; however, no further information is available. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information was received that indicated the power cord and module were melted. The device was running on old software and unit was not plugged into a power strip or extension cord. Diligence is completed and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the power cord and power inlet module were melted / arced. The power inlet module was replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.